Manufacturer narrative:
Supplemental report one of two for the same event, reference 0001032347-2016-00728-1.

Event description:
It was reported the pectus bar and stabilizer were explanted on (B)(6) 2016 and replaced with a stainless steel pectus bar and stabilizer.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the part and lot number's are unknown, the device history records could not be pulled and reviewed. A revision due to an undiagnosed nickel allergy was reported. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00728.

Event description:
A revision due to an undiagnosed nickel allergy was reported. It is reported the implantation of the pectus bar and stabilizers occurred on (B)(6) 2016. It is reported on sep 6, 2016, the patient returned with pain and rash complaints. It is reported the patient was prescribed benadryl for the allergic symptoms by the surgeon.